Manufacturer narrative:
Evaluation of the fiber revealed a connector that had been removed from the proximal end of the fiber, a recessed ferrule in the sma pin, and the section of blue heat shrink above the strain relief boot was torn and charred. A scan of the rfid showed that the fiber had been used four (4) times on a dornier medilas h30 solvo laser. Based on this information we can confirm that the fiber was manufactured to specification since the fiber was successfully used by the customer at least three times with no issues. The customer indicated that the fiber had been reprocessed three (3) times by eto which is a non-validated method of re-sterilization. The fiber was likely mishandled by the customer during reprocessing using a non-validated method of re-sterilization. This event occured in (B)(6).

Event description:
"During the treatment, laser output was getting weaker and stopped after all. When the customer replaced a fiber to another one, laser output got back to normal. The connector of the concerned fiber was partially burned. When this incident occurred, the concerned fiber was tightly connected to the laser machine, and the customer mentioned that they didn't damage the fiber by hitting it somewhere or dropping it. The fiber used three times and sterilized by eog.